Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy and was leaking really badly and it was pouring out. The patient stated they were peeing all night and had been leaking the morning of the report as well and hasn¿t drank anything due to the leaking. The patient stated they had tried to use the programmer and ¿do something¿ to make changes but it did not solve the leaking. The programmer showed stimulation was off. The patient turned therapy on but did not feel stimulation, they were on program 3 at 0.0v. The patient increased stimulation to 1.1v and noted they could feel stimulation and would leave it there. No further complications were reported. Patient responded to a letter. Cause of stimulation being off was "overactive bladder leakage." The patient's leaking is 85% better. Later on that day, patient called in to report their leaking is like a faucet and increased stimulation when they were leaking. The patient experienced too much pain that they couldn't stand it. They felt like someone was trying to rip stitches out of them. They have since turned stimulation off, but is still experiencing pain; it is not as bad as when stimulation was on. The patient asked if their implantable neurostimulator (ins) could have moved inside them. They were asked if they had any falls or trauma which the patient responded with no. The patient feels like their ins has moved to their bottom which they noticed before the reported change in therapy. The patient's ins was working wonderfully when they first got it. As a result of the call, the patient was redirected to their healthcare provider (hcp) to discuss their symptoms and interrogate the ins to see if it has moved. If it moved, it was reviewed that this could affect the way the patient feels stimulation as well as how therapy is working. No further patient complications have been reported as a result of this event.